Event description:
Patient underwent intramedullary hip screw right hip on (B)(6) 2011 without complication. Patient returned to the operating room (B)(6) 2011 for removal of screw right distal femur. Screw as removed in 2 equal pieces. It was the opinion of the surgeon that the screw may have fatigued due to the original unstable fracture. Patient is requesting to receive the screw that was removed. Screw is currently being held in risk management for medwatch evaluation.